Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and the procedure was aborted which was completed moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Review of the system log file showed grabber card errors. During troubleshooting, the fse found the grabber card was failed inside the flexvision pc. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. Restarting the device did not resolve the issue. The fse replaced the flexvision pc. The defective flexvision pc was returned to philips for analysis. The analysis confirmed the malfunction of the flexvision pc and identified frame grabber card failure. Following the replacement of the flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Component code was corrected.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system failed to bootup. The device was in clinical use. No harm was reported to philips. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. The fse reviewed the system log files and identified that a frame grabber card initialization error resulted in the system not being able to complete the start up sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc. After replacement of the flexvision pc, the system was returned to use in good working order.